Event description:
Patient underwent glaucoma tube shunt implantation in the right eye on (B)(6) 2024 with use of corneat everpatch to cover the tube. Conjunctival retraction with exposure of the everpatch was noted at pow12. The patient was already scheduled for panretinal laser photocoagulation in the operating room for treatment of diabetic retinopathy (unrelated) and so decision was made to revise the tube shunt at that time by explanting the corneat everpatch and replacing with irradiated donor cornea. This surgery has not yet taken place.